Event description:
It was reported that the pt was implanted a biolox delta head, 12/14, 32 x 0 on (B)(6) 2012. The pt was revised on (B)(6) 2014 due to unk reasons. It was also stated there is an odd coloring portion of the head.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays. Other source of documents (photos) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).